Manufacturer narrative:
On 4-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during a left sided atrial flutter procedure the patients pressure dropped and then it was observed by intra-cardiac ultrasound that the patient had developed a pericardial effusion. A pericardiocentesis is currently being performed. The patient will then be transferred to the ccu for observation. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during a left sided atrial flutter procedure the patients pressure dropped and then it was observed by intra-cardiac ultrasound that the patient had developed a pericardial effusion. A pericardiocentesis is currently being performed. The patient will then be transferred to the ccu for observation. Additional information was received indicating the adverse event was discovered during use of biosense webster products, during the ablation phase. The physician¿s opinion on the cause of this adverse event was reported as the patient condition. Intervention provided was pericardiocentesis. The patient¿s outcome from the adverse event was reported as fully recovered. The patient stayed overnight for observation. A smartablate generator was used during the case with correct catheter settings were selected and the pump was not switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. A st. Jude brk needle was used for the transseptal puncture that was performed. Ablation had already been performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The flow setting for the irrigated catheter used was 2/15ml. Force visualization features used included, graph, dashboard, vector and visitag. Parameters for stability for the visitag module used were 1.5mm range, 5sec, 30% of 3g force, 2mm size tags. No additional filter used with the visitag. Color options used prospectively was surpoint.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).